Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system with this right atrial (ra) lead exhibited an out of range pacing impedance measurement greater than 3000 ohms, with a prior measurement of 1134 ohms noted approximately one year earlier. The patient's crt-d reached elective replacement indicator (eri) and replacement was planned. This crt-d was explanted and successfully replaced due to normal battery depletion (nbd). This device has not been returned for analysis. No additional adverse patient effects were reported.